Event description:
The customer reported on (B)(6) 2020, a suspected false (incorrect) positive result from a rapid result covid test system on an individual patient/customer's staff member (unknown). The patient was tested consecutively four times on different days ((B)(6) 2020; one date not reported) with a positive result. The customer stated that all the tests produced a very faint test line that was almost hard to see. The patient reported taking a pcr test (date of test and CT values not provided) after being sent home from work and obtained a negative result. After a few days, again repeated the pcr test with the same (negative) result. No adverse patient effects were reported, and the patient was not on any medication. Access bio followed up four times on december 14 and 23, 2020 and december 15 and 21, 2021 to better understand the facts and circumstances for the test. On (B)(6) 2020, the customer provided a picture showing a faint-colored line in the test region t. Only limited information related to the conduct of the test was shared with access bio.

Manufacturer narrative:
To identify the true root cause of this allegation, access bio would need more information from the customer to rule out potential root causes, however, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below. Customer might not follow the instructions for use (IFU) excess blood or mucus on the swab specimen may interfere with test performance and may yield a false-positive result. Interpreting results after 15 min. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Excessive buffer application to sample well of the test device. Tests might be exposed to extreme environmental conditions during storage. The pcr test might yield a false-negative result. (B)(4). As the device was not returned to the manufacturer, the technical support team at access bio tested the retained product of lot# ch20k01. Acceptable results for both positive and negative samples were obtained from the retained product of lot# ch20k01. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.